Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced stuck button. Customer's blood glucose value was 150 mg/dl. The customer was unsure if they pressed a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint: the customer called stating the insulin had stuck button alarm however the insulin pump is working fine and he has been using it for the last 2 months. The customer was explained that the stuck button alarm indicates pump is not working as it should and should be sent back. The customer agrees to return the insulin pump for analysis.